Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2025, the patient began to feel dizzy and was sweating. She then lost consciousness while on the street. No injuries were reported. Bystanders assisted the patient and provided her with a bottle of juice. After the patient regained consciousness (the patient could not recall how long she was unconscious), she checked her cgm and it was reading 69 mg/dl, however, she stated she never received an alert notifying her of her hypoglycemic state. No bg meter comparison value was taken. The patient did not seek assistance from a higher level of care. The patient was ¿fine¿ at the time of report. The patient did not seek assistance from a higher level of care. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge was performed and passed. Receiver boot was performed and passed. Functional tests was performed and passed. Alarm/alert manual test was performed and passed. The device was opened and internal visual inspection passed. Speaker/vibrator resistance was measured and passed. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).